Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received per social media that the patient had a serious infection after seven back surgeries. The patient underwent an explant procedure.